Event description:
It was reported that the "3 way tap came off side arm of sheath". Additional information received on 07/08/2009 stated that "the nurse at hospital said that while they were preparing it to go into the patient, the 3 way stopcock just came off the side arm. (With no pressure being applied to it to come off)."

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.